Event description:
It was reported that the pt presented to the operating room with pain. Exploration and explantation of total hip was performed and revision components were implanted after preparations.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report. Cat # nls-34000b, lot # 36080401, description: rejuvenate modular neck. Cat # 502-03-58f, lot # mkah11, description: primary tritanium hemi cluster hole cup 58mm. Cat # 623-00-36f, lot # mkj2em, description: trident 0x3 insert 36mm ID. Cat # 6570-0-136, lot # 36591901, description: delta v-40 ceramic head 36/0. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. A supplemental report will be submitted upon completion of the investigation. It was noted that the hospital is not willing to provide the devices or add'l info.